Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('abnormal bleeding (general) / bleeding') in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify - dye test , date: 2009, result- total bilateral occlusion, both sides were blocked. Concurrent conditions included body mass index normal. In 2009, the patient had essure inserted. In 2009, the patient experienced adnexa uteri pain ("pain/pain in both ovaries but definately worse on the left side"), vaginal haemorrhage ("abnormal bleeding (vaginal) / constantly bleeding from vagina"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches I have never gotten head aches before but I get them regularly now"), nausea ("nausea"), allergy to metals ("nickel allergy / I was never tesed for this but if I have nickel plated anything on my skin there is an allergic recation"), dysmenorrhoea ("dysmenorrhea (cramping) horrible cramping during and after the procedure and now I have painful periods, and I never have before"), dyspareunia ("dyspareunia (painful sexual intercourse) / sex was very painful until the essure was removed"), alopecia ("hair loss my hair would come out in huge handfulls"), coital bleeding ("psychological or psychiatric problems condition: it's also humiliating that I bleed so much especially during intercourse") and mental disorder ("psychological or psychiatric problems condition: the pain wears on your psyche") and was found to have weight decreased ("weight loss it was hard to eat because everything tasted like it was spoied and I was constantly nauseated") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). In 2017, the patient was found to have thyroid neoplasm ("tumor / teratoma / cancer type: tumors on my thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain severe during periods"), drug hypersensitivity ("no fentanyl because I'm too sensitive / I was given full dose of the fentanyl anyway"), decreased appetite ("lack of appetite") and taste disorder ("things tasting spolied anymore"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, nausea, allergy to metals, dysmenorrhoea, weight decreased, uterine leiomyoma, coital bleeding, arthralgia, mental disorder and drug hypersensitivity outcome was unknown, the adnexa uteri pain and dyspareunia was resolving and the thyroid neoplasm, fatigue, alopecia, decreased appetite and taste disorder had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, arthralgia, bladder disorder, coital bleeding, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, nausea, pelvic pain, taste disorder, thyroid neoplasm, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- 2012 and 2009. I was surprised when dr leung ever mentioned that I'm too young to perform the procedure and I don't have one child. Now I want a baby and I can't have one, I was surprised. She is sensitive to fentanyl. During removal procedure she was given full dose of fentanyl and was in hospital for days instead of hours. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('abnormal bleeding (general) / bleeding') in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify - dye test , date: 2009, result- total bilateral occlusion, both sides were blocked. Concurrent conditions included body mass index normal. In 2009, the patient had essure inserted. In 2009, the patient experienced adnexa uteri pain ("pain/pain in both ovaries but definitely worse on the left side"), vaginal haemorrhage ("abnormal bleeding (vaginal) / constantly bleeding from vagina"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches I have never gotten head aches before but I get them regularly now"), nausea ("nausea"), allergy to metals ("nickel allergy / I was never tested for this but if I have nickel plated anything on my skin there is an allergic reaction"), dysmenorrhoea ("dysmenorrhea (cramping) horrible cramping during and after the procedure and now I have painful periods, and I never have before"), dyspareunia ("dyspareunia (painful sexual intercourse) / sex was very painful until the essure was removed"), alopecia ("hair loss my hair would come out in huge handfuls"), coital bleeding ("psychological or psychiatric problems condition: it's also humiliating that I bleed so much especially during intercourse") and mental disorder ("psychological or psychiatric problems condition: the pain wears on your psyche") and was found to have weight decreased ("weight loss it was hard to eat because everything tasted like it was spoiled and I was constantly nauseated") and uterine leiomyoma ("other injury (ies) or complication please describe: fibroids"). In 2017, the patient was found to have thyroid neoplasm ("tumor / teratoma / cancer type: tumors on my thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain severe during periods"), drug hypersensitivity ("no fentanyl because I'm too sensitive / I was given full dose of the fentanyl anyway"), decreased appetite ("lack of appetite") and taste disorder ("things tasting spoiled anymore"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, nausea, allergy to metals, dysmenorrhoea, weight decreased, uterine leiomyoma, coital bleeding, arthralgia, mental disorder and drug hypersensitivity outcome was unknown, the adnexa uteri pain and dyspareunia was resolving and the thyroid neoplasm, fatigue, alopecia, decreased appetite and taste disorder had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, arthralgia, bladder disorder, coital bleeding, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, nausea, pelvic pain, taste disorder, thyroid neoplasm, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- 2012 and 2009. I was surprised when dr (B)(6) ever mentioned that I'm too young to perform the procedure and I don't have one child. Now I want a baby and I can't have one, I was surprised. She is sensitive to fentanyl. During removal procedure she was given full dose of fentanyl and was in hospital for days instead of hours. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 8-aug-2019: new pfs received: case become incident. Lot number added. Event injury nos replaced with new events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia, tumors on my thyroid, fatigue, weight loss, fibroids, hair loss, ovarian pain, pelvic pain joint pain, coital bleeding, drug hypersensitivity, lack of appetite, taste abnormality were added. Reporters information, patient demographics, patient notes, reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('abnormal bleeding (general) / bleeding') in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify - dye test , date: 2009, result- total bilateral occlusion, both sides were blocked. Concurrent conditions included body mass index normal. In 2009, the patient had essure inserted. In 2009, the patient experienced adnexa uteri pain ("pain/pain in both ovaries but definitely worse on the left side"), vaginal haemorrhage ("abnormal bleeding (vaginal) / constantly bleeding from vagina"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches I have never gotten head aches before but I get them regularly now"), nausea ("nausea"), allergy to metals ("nickel allergy / I was never tested for this but if I have nickel plated anything on my skin there is an allergic reaction"), dysmenorrhoea ("dysmenorrhea (cramping) horrible cramping during and after the procedure and now I have painful periods, and I never have before"), dyspareunia ("dyspareunia (painful sexual intercourse) / sex was very painful until the essure was removed"), alopecia ("hair loss my hair would come out in huge handfuls"), coital bleeding ("psychological or psychiatric problems condition: it's also humiliating that I bleed so much especially during intercourse") and mental disorder ("psychological or psychiatric problems condition: the pain wears on your psyche") and was found to have weight decreased ("weight loss it was hard to eat because everything tasted like it was spoiled and I was constantly nauseated") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). In 2017, the patient was found to have thyroid neoplasm ("tumor / teratoma / cancer type: tumors on my thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain severe during periods"), drug hypersensitivity ("no fentanyl because I'm too sensitive / I was given full dose of the fentanyl anyway"), decreased appetite ("lack of appetite") and taste disorder ("things tasting spoiled anymore"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, nausea, allergy to metals, dysmenorrhoea, weight decreased, uterine leiomyoma, coital bleeding, arthralgia, mental disorder and drug hypersensitivity outcome was unknown, the adnexa uteri pain and dyspareunia was resolving and the thyroid neoplasm, fatigue, alopecia, decreased appetite and taste disorder had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, arthralgia, bladder disorder, coital bleeding, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, nausea, pelvic pain, taste disorder, thyroid neoplasm, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- 2012 and 2009. I was surprised when dr (B)(6) ever mentioned that I'm too young to perform the procedure and I don't have one child. Now I want a baby and I can't have one, I was surprised. She is sensitive to fentanyl. During removal procedure she was given full dose of fentanyl and was in hospital for days instead of hours. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.